Event description:
It was reported that during a surgery the anchor tore out after it was hammered in. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a corkscrew. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6)2025: further information was provided that the event occurred during an anterolateral ligament surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged, ar-3641sp-1, self-punching knotless 2.6 fibertak® anchor with #5suture, ve5, serial/batch number (B)(6), was received for investigation. Visual evaluation noted that the black and white sutures were torn off and the anchor was damaged. Functional testing was not performed due to the damage of the device. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. Complaint allegation is confirmed.